Manufacturer narrative:
Correction to h6 "component code" on the initial report from "772 - cover" to "3213 - tip". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Information was provided that the cover was firmly pushed until the hook of the scope was visible within opening of the cover. However, the cover may have covered the hook, not gone over it completely. Subsequently, attachment of the cover was insufficient, the cover was easy to come off the scope. The user can detect/prevent the suggested event by following instructions for use (IFU) below: operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that upon withdrawal, the single use distal cover was not attached to the duodenovideoscope and was found in the patient¿s mouth. The issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) and caused a delay less than 5 minutes to remove the cap from the patient's mouth while the patient was under general anesthesia. It was reported that the tech used her fingers to retrieve the cap from the patient's left cheek and there was no unplanned diagnostic imaging performed to locate the device or confirm removal. The procedure was completed and there were no reports of patient harm or injury.